Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) voltage level upon receipt. A longevity analysis was performed and revealed the battery depletion to be normal. The device functioned normally during analysis. No anomalies were observed.

Event description:
It was reported that the device reached elective replacement indicator (eri) voltage level faster than expected. Abbott technical support was contacted and confirmed the battery voltage decreased faster than expected. The device was explanted and replaced and the patient was in stable condition.